Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette leaked. The procedure and patient impact details were not provided. There was no report of patient harm. Additional information received from company representative who indicated the malfunction occurred during the procedure. The procedure was completed after the product was replaced.

Event description:
A customer reported the auto gas fill device leaked. The procedure and patient impact details were not provided. There was no report of patient harm. Additional information received from company representative who indicated the malfunction occurred during the procedure. The procedure was completed after the product was replaced.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).